Manufacturer narrative:
The biomedical engineer (bme) rreported that the central nurse's station (cns) froze overnight. He said he had to hard power down the cns to get it to reboot. The cns is functioning at this time. No patient harm was reported. Investigation conclusion: repair center evaluation could not duplicate the freeze condition; however, review identified that both hard disk drives were over four years old and had a history of hdd-related issues, including prior blue screen errors and unexpected reboots. As a corrective action, both hard disk drives were replaced and the system was reimaged per the service manual. Post-repair testing confirmed normal operation. The root cause was determined to be degradation of aging hard disk drives. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: 10/21/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) rreported that the central nurse's station (cns) froze overnight. He said he had to hard power down the cns to get it to reboot. The cns is functioning at this time. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze overnight. He said he had to hard power down the cns to get it to reboot. The cns is functioning at this time. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze overnight. He said he had to hard power down the cns to get it to reboot. The cns is functioning at this time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.